Event description:
It was reported that the cartridge was leaking and customer experienced a blood glucose (bg) level of 627 mg/dl, dka (diabetic ketoacidosis) and "fell on head and landed on spine". Customer administered a manual injection to address bg and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin, "potassium, magnesium, [and] fluids for dehydration " and was discharged the following day with no permanent damage. Customer loaded a new cartridge to address the issue. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.